Event description:
It was reported that occlusion alarms repeatedly occurred despite the customer performing a system check and changing multiple cartridges and infusion sets. There was no adverse impact to the customer's blood glucose level. The customer expressed loss of trust in the pump therapy and decided to switch to multiple daily injections (mdi) as a backup. Technical support arranged for a pump replacement, confirmed the shipping address, and provided instructions on how to put the pump into storage mode before returning it. The customer was advised to return the problematic pump using a pre-paid label within ten days and acknowledged understanding the instructions.